Event description:
It was reported that during a liver resection at the third firing, the device did not open. It was excised from the tissue. The case was completed with sutures. There was no other pt consequence reported.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the analysis showed that the instrument was received with the firing trigger stuck halfway and with a reload cartridge loaded in the instrument. The cartridge was received partially fired and was noted to have the lockout tab normal. The returned instrument was found to be non functional as the firing mechanism was noted to be damaged. The instrument was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged, additionally the first trigger tooth was found to be broken. No functional test could be performed due to the condition of the instrument. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.